Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to aseptic loosening femur. Component not revised: advance ii cocr tibia base nonporous sz 4 standard, product ID: ktccnp40, lot ID: 1494920, revision njr number: (B)(4). Side:l. Primary asa: p2 - mild disease not incapacitating.